Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via patient that they had a fall about six weeks ago from their commode and landed directly on their implantable neurostimulator (ins). The patient hit both of her hip bones and felt it was bruised but was verified that there was no visible bruising. The patient indicated that she has had multiple bladder infections since the fall 2018 and had taken oral antibiotics for the infections. The patient wanted to know if there has been damage to her ins and was directed to contact healthcare provider for it to be checked. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.